Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user could not conduct reprocessing of the device properly due to mineral oil from the patient adhering to the device. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had chemical liquid remains in the channel, the patient used mineral oil daily and caused the scope to have a very greasy oily substance that made it difficult to clean the channels during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: distal end has chips, dents, and scratches. Bending section adhesive has a crack, lenses adhesive is old and peeling, forceps passage felt minor restriction, and minor buckle near grip at insertion tube. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.